Event description:
It was reported that the lead was not functioning. A fracture in the middle of the atrium was noted on x-ray. The fracture was caused by a retained portion of a previously used 0.014 diagnostic wire that had been cut and left inside the lead. The lead was successfully removed with no patient complication.